Manufacturer narrative:
The complaint allegation was not confirmed. The device could not be evaluated/tested due to the received broken condition. One unpackaged abs-10060 serial/batch number (B)(6) was received for investigation. Unable to conduct functional testing due to the device being received with a crack in the centrifuge well (housing). Upon receipt of the device, a large crack was noted in the centrifuge well (housing). As this damage was not reported in the complaint, it suggests the unit was damaged in transit. Because of the broken condition of the received device, the complaint cannot be investigated. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The manufacturing date is 2021.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 07/26/2023, it was reported by a distributor via sems that an abs-10060 angel machine once the disposable was set in the centrifuge and the spin was initiated a very loud noise was audible during the spin and they could smell burning plastic. The machine was unplugged and the procedure was stopped and rescheduled.

Manufacturer narrative:
Additional info: b3, g3, h6.